Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 7f exoseal vascular closure device (vcd) did not change and came out of the body during withdrawal. There was no reported patient injury. The procedure was performed with an ipsilateral retrograde approach, and backflow was noted to stop as usual before device withdrawal. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator of a 7f exoseal vascular closure device (vcd) did not change and came out of the body during withdrawal. There was no reported patient injury. The procedure was performed with an ipsilateral retrograde approach, and backflow was noted to stop as usual before device withdrawal. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18419980 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported. R: 3221 (c20) c: 4315 (d15).